Manufacturer narrative:
Literature citation: ehsan, et al in "total elbow allografts with collateral ligament reconstruction for posttraumatic elbow injuries", j orthop sci (2010) 15:795-803 f10: (B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Postoperative complications were observed in a retrospective review of patients who underwent total elbow osteoarticular allograft reconstruction between (B)(6) 2004 and (B)(6) 2008 for the management of previously operated on post traumatic arthritis with severe bone loss. The procedures consisted of a total elbow cadaveric allograft reconstruction with gracilis tendon allograft reconstruction of collateral ligaments. Recombinant human bone morphogenetic protein- 2 (bmp-2) was applied to the host-graft junctions of the reconstructed elbow. One patient underwent the reconstruction 3 years after her initial injury. The patient experienced mild post-op pain and demonstrated excessive allograft resorption, despite bridging callous at the host-graft junction, resulting in symptomatic elbow instability which required allograft removal and revision (osteoarticular allograft reconstruction).